Manufacturer narrative:
(B)(4). It was reported that the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with injections of reflin (1 gm/day, route and duration not reported), injections of tobramycin (40 mg/day, route and duration not reported) and injections of heparin (25000 international units, 5 ml three times a day, route and duration not reported) for peritonitis. The outcome of the event was not reported. It was not reported if pd therapy was ongoing. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).